Manufacturer narrative:
(B)(4). Concomitant medical product: ti-dble lead cort 5.0x60m,m scr ia5.0x60mm, catalog: 14-405060, lot: 143980; ankle locking nail 11 x 180mm, catalog: 14-440218, lot: 528220. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01248.

Event description:
It was reported that during an ankle nailing procedure while attempting to insert a screw after the pilot hole was drilled, the screw would not fully seat. Another screw was tried with the same result. A shorter screw was used to complete the procedure. No additional information is available.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed; visual examination identified damage of the distal threads of the screw. In the returned condition, the screw would be unable to thread through the nail. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.